Event description:
Employee drawing a femoral arterial blood gas with needle system. When advancing plastic sheath instead of locking in place, sheath passed lock and came off. Needle dropped and employee sustained a needlestick to 3rd finger of right hand requiring emergency department treatment.